Event description:
Patient was ordered humalog u-100 junior kwikpen for subcutaneous dosing on transition from an insulin drip. In the pharmacy, an humalog u-100 kwikpen was pulled to fill, and verified through epic dispense prep and then again through dispense verification. The medication was sent to the patient, where the nurse scanned the barcode on the pharmacy label for the humalog junior, and handed to the patient's mother to demonstrate dialing up the proper dose. At that time, the mother of the patient questioned the correct medication as there were no half-unit markings on the dial. It was then discovered that the incorrect humalog pen was dispensed. Both insulin pens are made by (B)(6). Submission ID: (B)(4).